Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Calcified deposits on the catheter are visible. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage and that the shunt assistant is permeable. Adjustment test: the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the specified tolerances. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. Because the progav 2.0 valve is not permeable, a computer controlled test was not possible. The shunt assistant operates within the accepted tolerance. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. The progav 2.0 valve was not permeable, therefore the claim of under-drainage could not be further investigated. The shunt assistant was permeable and operating within specifications. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected, however the brake force was outside of tolerance. All other specifications were met. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our examination results, we can partially confirm the suspicion of "underdrainage and non-adjustability" at the time of our examination. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actins are required from our point of view.

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. The surgeon suspected a under-drainage and reported a difficult adjustment of the progav 2.0. Patient information: age: (B)(6). Weight: (B)(6) kg. Height: unknown. Gender: male. Date of implantation: (B)(6) 2015. Date of removal: (B)(6) 2020.